Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative was evaluating the patient's impedances for an MRI and found the following issues that were noted on left stn: 0/3 low 2/0 15200ohms 2/1 15900ohms. Tech services reviewed MRI labeling and noted the 'low' on the bipolar is indicating a possible short and thus we would not advise an MRI be done.